Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power does not turn on was due to a failure of the power unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the device did not power on when plugged in due to a faulty alternating current/direct current power supply. Also, the top cover and front panel were damaged and the scope socket video connector was loose and did not secure the paddles. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center experienced power failure when plugged in. The power button was depressed and device was tested with different power cords, but the issue was not resolved. The issue was found during preparation for use in an unspecified procedure. There was no report of patient harm.